Manufacturer narrative:
Product analysis: it was found on analysis that the ventricular output connector was broken. It was further noted that the hanger was broken, both wires on the liquid crystal display (lcd) were pinched with wires exposed, keyboard window was scratched, lower case was contaminated, main seal was damaged (pinching) and contaminated, display frame boss stripped, both output connector nuts were discoloured, one printed circuit board (pcb) screw was stripped, main pcb screws and lcd screws were incorrectly torqued, solder splash by capacitor was cleaned/removed. The epg also needed the updated battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.